Manufacturer narrative:
The device was manufactured october 4, 2017 - october 5, 2017. The device was received for evaluation. Visual inspection revealed that the patient line was ruptured. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a small volume folfusor ruptured. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.